Event description:
Follow-up identified stimulation was restored following surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient lost stimulation due to low impedances after a clavicular surgery. Diagnostics could not be performed by the manufacturer's representative due to low battery. As such, surgical intervention was undertaken to explant and replace the ipg.

Manufacturer narrative:
Additional device information (serial number/lot number/expiration date). Device manufacture date listed on the initial report were determined to be incorrect via follow up.